Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty locking the connector into place despite following proper technique. After switching to a new connector, the issue was resolved. The user did not require a replacement and had no further concerns. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.